Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
During a remote follow-up, episodes of oversensing were observed on the device due to myopotentials. No known intervention has been performed at this time. The patient was stable and will continue to be monitored.